Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a pta stenting procedure, a smart control separated outside of the patient. A contralateral approach was made from the left femoral artery with a 6f destination guiding sheath. There was no indication of resistance felt when the stent delivery system went through the sheath or entering the patient. The 6x100 smart control self expanding stent was delivered to the lesion and was placed at the distal portion of the right superficial femoral artery. The targeted lesion was described as heavily calcified and slightly tortuous with 99% stenosis. There was no friction/resistance when the smart control was retrieved from the patient. However, when the smart control exited from the hemostasis valve during removal, the physician noted that the smart control was separated into two parts between the trumark coil and distal side of the inner shaft. It was retrieved from the patient with the proximal part of the inner shaft. Two additional stents were implanted at the lesion without any issues and the procedure was finished successfully. There was no patient injury reported. One non-sterile smart control 6x100mm was received coiled inside a plastic bag. Kink was observed in the outer member at 10cm from the ID band. The inner shaft (wire lumen and distal tip) was received separated from the unit, it measures 22cm. Unit was deployed and the stent was not received. Locking pin was not received. No more anomalies were found. The inner shaft (wire lumen) at 0.5 cm from separation was measured and it was found below of acceptable specification, additionally was measurement at 1 cm from distal end and was found within of specification. During microscopic analysis the inner shaft (wire lumen) was observed separated. Functional test was performed using a guide wire cordis 0.035 (lab sample), it was introduced through the unit and no resistance/friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The 'guidewire lumen (inner shaft)/separated' was confirmed, since the wire lumen was received separated from the unit. Controls are placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review nor the product analyses suggest that the failure is related to the manufacturing process. Therefore no actions were taken. With the information available it is not possible to draw a clinical conclusion between the device and the event. Neither the event description nor the product analysis explains how the inner lumen shaft separation may have occurred.

Event description:
As reported by an affiliate, during a pta stenting procedure, a smart control was confirmed to be separated outside the patient. A contralateral approach was made from the left femoral artery with a 6f destination guiding sheath. There was no indication of resistance felt when the stent delivery system went through the sheath or entering the patient. The 6x100 smart control self expanding stent was delivered to the lesion and a stent was placed at the distal portion of the right superficial femoral artery. The targeted lesion was described as heavily calcified and slightly tortuous with 99% stenosis. It is unknown if the lesion was de novo (vessel characteristics are unknown). There was no friction/resistance when the smart control was retrieved from the patient. However, when the smart control was exited from the hemostasis valve during the removal, the physician noted that the smart control was separated into two parts between the trumark coil and distal side of the inner shaft. It was retrieved from the patient with the proximal part of the inner shaft. Two additional stents were implanted at the lesion without any issues. The procedure was finished successfully. There was no patient injury reported and the product will be returned for analysis. The smart control was confirmed to be separated outside the patient, but it is unknown when it became separated. The physician commented that there was no difficulty experienced during stent deployment.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt